Event description:
It was reported that the system 9800 would not initialize or power up. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the customer had replaced the single board computer in an attempt to repair the system without success. It was determined that the power control module, the snubber circuit board and the system interconnect cable were all defective and were replaced. The power control module was preventing power up. The snubber circuit board had an open fuse and was preventing fluoro function. The system interconnect cable was causing intermittent lock ups. The system was tested and found to be working as intended and placed back into service.